Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire presented a fractured/separated condition at the distal section. The stent was not received for analysis. The distal section presented a kinked condition at 2 cm from distal end, dry blood residuals were noted on the coil wire. No other visual anomaly was observed on the received unit. The distal portion of the delivery wire was inserted through of the microcatheter lab sample, and no resistance or friction was felt during insertion/removal of the delivery wire. The delivery wire was inspected under a microscope and was sent to sem analysis in order to determine the cause of the fracture, the results showed that the core wire fracture/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of corrosion or pitting found in the sample. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from lake region medical on june 18, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance/friction reported by the customer was not confirmed during analysis since no anomaly was found during insertion/withdrawn of the delivery wire into microcatheter lab sample. The reported failure by the customer as "delivery wire-separated" was confirmed owing to condition of received unit. The exact cause of the separation could not be conclusively determined; however, according to sem analysis results, it does not appears to be manufacture related. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product nor sem analysis suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a stent assisted coil embolization procedure, the first enterprise (enc453712/01418203) was stuck in the prowler select plus microcatheter (mc) hub. The device was removed followed by uncomplicated placement of another enterprise vrd through the same microcatheter (mc). The delivery wire of a third enterprise (enc452212/01423721), which was implanted to secure a coil (micrus deltaplus) that protruded from the aneurysm, separated in the patient during withdrawal into the mc. It was reported that there was some resistance during advancement of the enterprise through the prowler select plus str mc prior to deployment, also it was reported that there was possible some interaction of the tip of the delivery wire with the stent and it may have stuck to the stent, although there was no report of resistance during retraction. The instructions for use (IFU) warn that if resistance is met during manipulation, determine the cause of resistance before proceeding. It further warns "do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one." It outlines after deployment of the stent to advance the mc over the delivery wire followed by retraction of the delivery wire. Per the IFU, the performance and safety of two or more overlapped stents has not been established. After unsuccessful attempt to remove the delivery wire, craniotomy was performed to remove the separated distal end. Thrombo-embolism occurred the following day at the craniotomy site; the stents were patent and apposed to the vessel wall. Five days after the procedure, the patient was gradually recovering from the paralysis. The physician commented that the cause of the ischemia in the left temporal lobes was probably thrombotic embolism at the craniotomy site; the stents were patent and remained apposed to the vessel wall. The target lesion was the (ic- pc) internal carotid-posterior communicating artery aneurysm (size unknown) that was clipped 13 years ago that measured 6.0mm with a 4.0mm neck. A constant and dedicated saline with heparin was maintained through the mc. After the first enterprise stuck during introduction into the prowler select plus str mc hub, it was recaptured into the introducer and removed from the mc with the mc remaining at the target site position. An sl10/boston mc was positioned in the aneurysm and the second enterprise vrd was deployed via the same prowler select plus mc (jailing technique). After delivery of the second enterprise without difficulties or complications, coils were placed via the jailed sl 10 mc. After 2 coils (micrus, presido10) were inserted through the sl 10 mc, the mc came out of the aneurysm. The sl10 mc was repositioned in aneurysm through the enterprise vrd cells. Then, 2 coils (micrus, deltaplush) were inserted in the aneurysm. When the 5th coil (deltaplush 2mm x 3cm) was inserted, the proximal portion came out of the aneurysm. Therefore, the third enterprise vrd (enc452212 / 01423721) placed to secure this prolapsed coil. The distal tip of the delivery wire was not positioned in a small side branch. After the 3rd enterprise was advanced to the right middle cerebral artery (mca) and it was deployed, the delivery wire was withdrawn. However, the distal part of delivery system remained from the proximal site of aneurysm neck to the middle cerebral artery (m2). Constant fluoroscopy was performed during the entire time of positioning and removal. An unsuccessful attempt was made to remove the distal part of the delivery wire using a snare catheter. Next, a craniotomy was performed, and the separate portion was effectively removed. The following day, the patient developed left side paralysis, and an ischemic area in the left temporal lobes was confirmed by diagnostic imaging. Besides the reported event, the distal tip was not unraveled or stretched. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc). One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire presented a fractured/separated condition at the distal section. The stent remains implanted, therefore, was not received for analysis. The distal section presented a kinked condition at 2 cm from distal end, dry blood residuals were noted on the coil wire. No other visual anomaly was observed on the received unit. The distal portion of the delivery wire was inserted through the mc lab sample with no resistance or friction felt during insertion/removal of the delivery wire. The delivery wire was inspected under a microscope and was sent to sem analysis in order to determine the cause of the fracture, the results showed that the core wire fracture/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of corrosion or pitting found in the sample. Additionally, after the coil was removed from the core wire using a soldering gun, there was no evidence of corrosion or pitting in the adjacent areas. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A provided cd was submitted for review by an independent interventional neuroradiologist. No further images pertaining to the event are available. It was reported that the provided cd contains 17 saved angiographic images. With review of the images it was reported that the jailing technique was used to initially obliterate the aneurysm with coils. However, microcatheter (excelsior sl-10) position was unstable leading to kick back after placement of the first 2 coils (presidio-10, micrus). Even after repositioning of the excelsior sl-10 microcatheter through the cells of the enterprise vrd, the fifth coil (deltaplush micrus) prolapsed into the parent vessel, necessitating placement of another enterprise vrd. The review reports that unfortunately, details of how this second enterprise vrd was placed and deployed are not entirely clear. A dyna CT scan may be helpful in delineating the relationship of the two overlapping enterprise vrds to explain how the distal delivery wire was detached and separated. It was reported that there was some resistance during advancement of the second 22 mm enterprise vrd used to jail the prolapsed coil. It is theoretically possible that the prowler select plus microcatheter delivering the second enterprise vrd might have passed through the one of the cells of the first enterprise vrd before exiting in the right middle cerebral artery. This could cause the distal delivery wire to be stuck within one of the stents when it was retracted after the second stent was deployed. This also explains why it was impossible to snare the broken distal delivery wire using any retrieval device. Due to the condition of the returned device, the resistance friction could not be fully evaluated; it could only be evaluated using the returned portion of the delivery wire. The reported delivery wire separation was confirmed. The exact cause of the separation could not be conclusively determined; however, based on the sem analysis, results it does not appear to be manufacturing related. The device did not present any obvious indication of any manufacturing defect or anomaly contributing to the event as reported. Although no definitive conclusion can be made based on the available information, it is possible that procedural factors and device interaction may have contributed to the separation of the delivery wire requiring surgical removal and subsequent neurological symptoms reported as thrombotic embolism at the craniotomy site. Neither the product nor sem analysis suggests a relationship of the separation to the to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The initial report indicated that during a stent assisted coil embolization procedure the first enterprise ((B)(4)) was stuck in the prowler select plus microcatheter (mc ) hub. The device was removed followed by uncomplicated placement of another enterprise vrd through the same microcatheter (mc). The delivery wire of a third enterprise (B)(4), which was implanted to secure a coil (micrus deltaplus) that protruded from the aneurysm, separated in the patient during withdrawal into the mc. Updated information received from clinical study japan pms enterprise patient ID# (B)(6) indicated that an MRI revealed discrete cerebral infarction on the right side of middle cerebral artery and anterior cerebral artery as well as left-sided paralysis. Action taken for the cerebral infarction was administration of edaravone as well as prolongation of anti-platelet agents. For the paralysis, the patient underwent rehabilitation. The event outcome as of four months after onset was indicated as recovered without sequel. According to the physician, the relationship of the event to the procedure was highly probable and to the 3rd enterprise vrd (B)(4) was also highly probable. The possible cause of the event was because the fractured/separated piece of the delivery wire might have blocked the blood flow or might have induced the thrombus. Also the infarct areas might have related with the microcatheter were shown in MRI. The patient has medical history of ossification of posterior longitudinal ligaments, previous coil embolization for left internal carotid-anterior choroidal artery and clipping of right internal carotid-posterior communicating artery. The unruptured saccular aneurysm neck was 5.8mm, and the neck to sac ratio was 5.8mm:6.0mm. The parent vessel size diameter proximal was 3.5mm and distally was 2.9mm. The mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 4, and on (B)(6) 2011 was 2. The act was 139 seconds pre anticoagulation and 329 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 ~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011, and heparin 5000u was administered intra-procedurally. Prior to implanting the vrd, launcher 7fr 90cm/medtronic, prowler select plus ((B)(4), lot unknown total 2), traxcess 200cm 0.012inch/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10 (type 90 degrees, 45 degrees)/stryker, traxcess 200cm 0.012 inch/terumo, goose neck snare/covidien (B)(4), presidio (B)(4), deltaplush (B)(4). During the procedure, jailed technique and trans-cell technique were utilized. No further information is available and procedural images are not available.

Manufacturer narrative:
After 2 coils (micrus, presido10) were inserted through the mc (boston, sl10), the mc came off the aneurysm. The mc was repositioned in aneurysm through 2nd vrd cells. Then, 2 coils (micrus, deltaplush) were inserted in the aneurysm. When the 5th coil (deltaplush 2mm x 3cm) was inserted, the proximal portion came off aneurysm. Therefore, the 3rd enterprise vrd (enc452212 / 01423721) placed to hold it in place. After the 3rd enterprise was advanced to the middle cerebral artery and it was deployed, the delivery wire was withdrawn. However, the distal part of delivery system remained from the proximal site of aneurysm neck to the middle cerebral artery (m2). It was reported that there was some resistance during advancement of the enterprise through the prowler select plus str microcatheter prior to deployment, also it was reported that there was possible some interaction of the tip of the delivery wire with the stent and it may have stuck to the stent, although there was no report of resistance during retraction. After the stent was delivered, the distal tip was not positioned in a small side branch. After the event, the physician tried to remove the distal part of the delivery wire using the snare catheter, but it was unsuccessful. Next, a craniotomy was performed, and the separate portion was effectively removed. During removal, a constant fluoroscopy was performed during the entire time positioning and removal. The following day, the patient developed left side paralysis, and an ischemic area in the left temporal lobes was confirmed by diagnostic imaging. The physician's commented that the cause of the ischemia in the left temporal lobes was probably thrombotic embolism at the craniotomy site, and during the event, the stents were patent and remained apposed to the vessel wall. Five days after the procedure, the patient was gradually recovering from the paralysis. Besides the reported event, the distal tip was not unraveled or stretched. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc). The target lesion was the (ic- pc) internal carotid-posterior communicating artery aneurysm (size unknown) that was clipped 13 years ago that measured 6.0mm and the neck was 4.0mm lake region lot number 01423721 is cordis lot number 01423721. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from lake region medical on june 18, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The physician suspected that the fractured/separated piece of the delivery wire might have blocked the blood flow or might have induced the thrombus. As well, the excelsior microcatheter and the gooseneck snare had been kept to remove the fractured delivery wire in the patient for long time and then the patient developed cerebral infarction due to all these events. The MRI revealed cerebral infarction on the right side of middle cerebral artery and anterior cerebral artery. No further information was provided.

Event description:
During a coil embolization procedure assisted with enterprise stent, the first enterprise (enc453712/01418203) was stuck in the microcatheter hub, then enterprise (enc452212/01423721), distal tip had some resistance, and the distal tip separated in the vessel. Craniotomy was performed to remove the separated distal end. Thrombo-embolism occurred the following day at the craniotomy site, but the stents were patent. During a coil embolization procedure assisted with enterprise stent, the 1st enterprise vrd (enc453712/01418203) was inserted in the (mc) microcatheter (prowler select plus str, cat/lot no. No info), however it became stuck at the hub of the mc. So it was removed. After the enterprise was stuck in the hub of the microcatheter, the delivery system/stent was removed and the microcatheter was kept at the site, and the same microcatheter was utilized with the first enterprise utilized with the second enterprise system. A constant and dedicated saline with heparin was maintained through the microcatheter. After the stent was stuck in the microcatheter hub, the stent was still recapture within the enterprise introducer/system. After removal, neither device (microcatheter or enterprise system) was damaged. After the microcatheter (boston, sl10) for coil emboli was positioned in the aneurysm, the 2nd enterprise vrd (enc452212/01425065) was advanced thorough the microcatheter (prowler select plus str, cat/lot no. No info), and placed/deployed in the parent vessel. Then, the delivery wire was removed without problem.